Event description:
There was an allegation of questionable results from coaguchek vantus meter serial number (B)(4). Between 8:30 am to 9:00 am, the result from the meter was 3.0 inr. Between 10:30 am to 11:00 am, a laboratory test using an unknown reagent was performed. The reporter could not recall the exact result but believed it was 2.3 inr as she recalled it was outside of the patient's therapeutic range. The patient's therapeutic range was 2.5 to 3.5 inr and the patient tests at least twice a month.

Manufacturer narrative:
The reporter's meter and test strips of lot 528181-22 were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1- 6.8 inr): qc 1: 5.2 inr, qc 2: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.